Manufacturer narrative:
Correction: supplemental MDR inadvertently filed under MDR 1723170-2018-01181 sequence number 1. Please regard that supplemental MDR for information relevant to the reported issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the equipment. It was identified the gantry door was not closing due to misaligned gantry door covers. Due to the identified issue, navigation was not possible. The gantry doors were realigned and the switches were adjusted. The imaging system then passed the system checkout and was found to be fully functional. No parts were replaced or returned to the manufacturer.

Event description:
A site representative reported that, while outside of a procedure, the imaging system was unable to detect the door was closed intermittently. The button could be held down and the gantry leds would appear and move to their position, but the pendant continued to show door open no matter how long the button was held. Rebooting the system allowed the navigation system to register the door as closed. There was no patient present when this issue was identified.